Event description:
Tap. It was reported that 147 days after implantation of a 2.5x12mm taxus express2 drug eluting stent, an in-stent restenosis occurred.during the initial procedure, the target lesion was located in the 1st diagonal branch artery. A pre- intervention stenosis of 90% was reported. Following percutaneous transluminal coronary angioplasty (ptca), a 2.5x12 mm taxus stent was deployed in the 1st diagonal branch artery in the region of the lesion. A post-procedure stenosis of 0% was reported. It was reported that the pt tolerated the procedure "well", the pt presented 147 days after the initial procedure with 80% in-stent restenosis in the 1st diagonal artery. Percutaneous transluminal coronary angioplasty (ptca) was performed on the diagonal branch artery. The left anterior descending artery (lad), with 0% stenosis, was accessed and kissing balloon technique was performed using a "3.0" balloon. A 2.5x16 mm taxus stent was deployed in the 1st diagonal branch artery. A post-procedure residual stenosis of 0% was reported. The procedure was noted to be "successful," no complications were reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of the event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.